Event description:
It was reported the patient implanted with a superion indirect decompression spacer experienced pain and weakness. Imaging taken in the field confirmed the spacer eroded superiorly into the level four lumbar spinous process. The physician assessed the patient's unstable spondylitis at the level four and five lumbar vertebrae to have contributed to the reported migration. The patient underwent a procedure wherein the spacer was removed.